Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin basal delivery. Customer does not recall any significant events leading to the alarm. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose is 294 mg/dl. Nothing further reported.